Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A technician reported a case of epithelial ingrowth, observed on a patient's left eye at two weeks post lasik treatment. Reporter indicated a flap lift and rinse was performed. Reporter additionally indicated the patient issue was resolving.